Manufacturer narrative:
One used unit was returned for evaluation. Mechanical investigation found that when the sleeve was compressed, the spring retracted the trocar as designed. No problem was found with the returned unit. The fault could not be confirmed.

Event description:
It was reported that during use of the listed device, the cannula did not insert into the abdomen but was flattened against the abdomen. User was unaware of the misplacement of the cannula and went to bed. The next morning, blood glucose level was high which led to the inspection of the site and discovery of the incorrect placement of the cannula. No adverse health outcome resulted from this event.